Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, due to damage to the charged coupled device unit, the image is noisy should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a command slack. During the device analysis, the service center technician indicates that a noisy image was found. It was determined that the charged coupled device unit needed to be replaced. There was no patient involvement.